Manufacturer narrative:
Visual inspection: a deformation of the outer housing of the prosa valve was observed through the visual inspection. The measurement of the plane parallelism could confirm that with a value of -0.041 mm the housing membrane is outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has shown that the prosa is permeable. Adjustment test: the prosa valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the prosa® operates within the accepted tolerance in the vertical positions. Internal inspection: after dismantling of the valve, deposits were found in prosa results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. Based on our investigation results, we can determine deposits. The deposits had no affect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a prosa (#fv708t) was implanted during a procedure performed in 2019. According to the complainant, the valve was believed to be operated in over-drainage and non-adjustability. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 13 years, height: 160 centimeters (cm), weight: 40 kilograms (kg), gender: female.